Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Event received from a post-market clinical program: a facility reported a bactiseal catheter (ID 823072) was implanted on (B)(6) 2021 due to hydrocephalus. Postoperative follow-up was conducted as planned. On (B)(6) 2022, a head computed tomography (CT) scan performed at another hospital indicated ventricular dilation following ventriculo-peritoneal drainage. Given the suspicion of obstruction, the catheter was removed and replaced on (B)(6) 2022. Currently, everything is normal.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The bactiseal catheter (ID 823072) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.